Event description:
It was reported that during a ptca/stent procedure, when attempting to deploy the stent, the device was pressurized to 12 atm, but the balloon did not inflate. Another attempt was made to deploy the stent by pressurizing the device up to 18 atm, but the balloon still did not inflate. This is being reported due to the analysis of the returned device, revealing that part of the distal tip was missing.